Manufacturer narrative:
Weight requested, but not provided. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), additionally, adverse events that may occur and/or require intervention include, but are not limited to component migration.

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control. The stent graft was positioned just below the left common carotid artery and it was fully deployed with removing the secondary deployment handle. During deployment, the stent graft moved about 8mm proximally. Unintentionally the ostium of the left common carotid artery was partially covered by the proximal part of the stent graft. To resolve the coverage, a smart stent was placed in the left common carotid artery. The procedure was completed and the patient tolerated the procedure. It was reported that the stent graft movement occurred during removal of secondary deployment handle, but it is unknown why the movement occurred.